Event description:
Rptr alleged discrepant blood glucose results on the advantage sys of 285 mg/dl back to back with 135 mg/dl and 155 mg/dl back to back with 316 mg/dl both comparisons performed 10 mins apart. Customer stated having no high glucose symptoms during the time of testing. The location of the comparisons was not provided. As a result of the comparisons no actions were taken or treatment was rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent. Advantage sys with strip lot 549522 and exp date of 02-29-08).

Manufacturer narrative:
The suspect prod is the comfort curve test strips.